Event description:
The sjm valve was explanted due to endocarditis. The physician alleged that the event was not due to the device.

Manufacturer narrative:
The results of this investigation concluded the sewing cuff and one recessed pivot area contained a minute amount of tissue formation; however, both leaflets were fully functional. Due to the small amount of tissue on the prosthesis histological examination was unable to be performed. There was no evidence found to suggest there was an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported endocarditis remains unk.